Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After impacting the cup the surgeon said there was way too much anteversion on the cup. Registration was 0.5 and popped all spheres. Said the inclination was right but the version was at least 35+. Case type: tha. Surgical delay: = 15 minutes. What is the estimated discrepancy mentioned in the complaint? Tha (degrees). As per the mps: 15 degrees reported by the surgeon.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: (B)(4) was reported. Method & results: -device history review: a review of the DHR associated with rio 723 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 19 other reported events (B)(4).-conclusion: a review of this case shows that bone registration accuracy was less than optimal. The distance between the superior CT landmark and superior patient landmark was high (11 mm) as well as the different between the anterior landmarks (7.2 mm). In addition, the registration pattern accuracy was not optimal as the surgeon collected points up towards the asis rather than around the superior anterior rim. In conclusion, the inaccuracy seen by the surgeon was due to poor landmark collection and to a poor registration pattern. The errors in system behavior were identified.

Event description:
After impacting the cup the surgeon said there was way to much anteversion on the cup. Registration was 0.5 and popped all spheres. Said the inclination was right but the version was at least 35+ case type: tha surgical delay: 15 minutes what is the estimated discrepancy mentioned in the complaint? Tha (degrees). As per the mps: 15 degrees reported by the surgeon.